Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with complaints of multiple shocks. Upon interrogation, it was noted that 6 shocks for declared ventricular fibrillation were given along with numerous inhibitions of therapy secondary to right ventricular lead oversensing. The patient's right ventricular lead still has noise present in the emergency room. The patient's implantable cardioverter defibrillator was deactivated and the patient was admitted for a right ventricular lead revision. During the lead revision, the lead came out minus the lead tip. The surgeon believes that it looked like the lead tip had either broken off or was in the process of breaking which led to the noise issue. Additionally, during the procedure, it was noticed that the left ventricular lead had developed a loop in the slack that was left at implant. The surgeon attempted to correct the lead at which time the lead dislodged. The surgeon opted to replace the right, left ventricular leads and the device. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead was returned in one piece measuring 56.5 cm from connector pin. The inner coil appeared to be broken/fractured. The lead was cut between the rv shock coil and re to examine the condition of the inner coil. Sem photo indicated that all filars of the inner coil were fractured. The reported events of noise and inappropriate shock therapy were isolated to the fractured inner coil at the distal end of the lead.